Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem but reported the device diagnostic history indicated a vent inop occurrence as reported. Pse advised evaluation of the data acquisition pcb board and data acquisition pcb to motor controller pcb cable for the reported problem. The hospital biomedical engineer reported the data acquisition pcb board will be replaced to address the reported problem.